Event description:
Broken internal joint stabilizer (ijs) hardware less than a month from first surgery. The surgeon requests the vendor analyze the hardware. Notes from the op report: the patient was seen postoperatively in my office from the skilled nursing facility where he has been residing since discharge. He presented with repeat left elbow dislocation with radiographs suggesting that the internal joint stabilizer was either fractured or disassociated. Returned to the operating room for revision and reconstruction of his left elbow with likely external fixator placement in addition to internal fixator replacement. There was anecdotal evidence that the internal fixator may have failed during the altercation between the patient and another resident, including a phone call placed to my office from the skilled nursing facility requesting authorization for a new CT scan to evaluate his left elbow that occurred approximately 1 week to 10 days before he came in for his office visit. Taken to the operating room: " I reopened his surgical incision, excising a segment of skin from the incision line. New cultures were taken from the fluid within his elbow and sent to the laboratory. The elbow was grossly dislocated as seen clinically and radiographically prior to the surgery. One of the connector bars of the skeletal dynamics internal joint stabilizer was found to be fractured and displaced at the junction point with the other connector bar. I removed the 2 connected bars, but left the plate attached to the ulna. The central axis pin was moderately loose within the humerus and no longer had a firm attachment to the axis hole that had been drilled along the condyles of the humerus. I opened the arthrotomy to the elbow on the lateral side, or even with the elbow reduced, the radial head did not stay well aligned with the capitellum. The bone block reconstruction of the coronoid on the medial side was still present without significant displacement. The soft tissue on the lateral aspect of the elbow comprising the capsular structures and the lateral ulnar collateral ligament of the elbow was soft and _____ consistent with dislocation and the relatively early time since the prior surgery." Findings: broken hardware connector left elbow with old blood, poor quality ligamentous and soft tissue, and grossly unstable elbow. Required both replacement of internal joint stabilizer as well as external fixation across the elbow including both radius and ulna to restore stable joint congruity. Complications: there were no complications noted.